Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that system cannot be able to exposure. Review of system log files showed that generator and flat detector controller (fdc) were unable to communicate with host. Upon functional testing engineer found that the issue with cube and fdc. The engineer replaced the cube and fdc and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device would not initiate fluoroscopy. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.